Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the vertebral artery with moderate tortuosity, heavy calcification and 80% stenosis. During advancement of the 4.5x12 mm herculink elite stent delivery system (sds), there was resistance with the guiding catheter and the stent dislodged from the delivery system. A snare was used to attempt to retrieve the stent, but it fell into a small branch of the internal iliac artery and was not removed as it is stuck in healthy tissue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the procedure was to treat the vertebral artery with moderate tortuosity, heavy calcification and 80% stenosis. It should be noted that per the rx herculink elite peripheral stent system instructions for use (IFU) specifies: the rx herculink elite¿ peripheral stent system is indicated to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. It is unknown the IFU deviation contributed to the reported event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.